Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified mid to distal left anterior descending (lad) artery. A 2.25 x8mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, the mid shaft of the catheter broke. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).